Event description:
During a low anterior resection procedure, the doctor opened a tlc75 and fired it on the rectum. He noticed that the staples had not formed. He then did a hand sutured anastomosis. No pt consequence.